Event description:
It was reported via repair work order that the casters had flat spots which could cause reduced breaking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.